Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged a day after pocket closure. The physician performed a surgical intervention and this lv lead was explanted. A new lv lead was implanted as replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.